Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year and a half ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not receiving adequate stimulation and underwent a revision procedure.

Event description:
It was reported that the patient was not receiving adequate stimulation and underwent a revision procedure. Additional information was received that the patients ipg was replaced with an MRI capable device and was doing well postoperatively. The explanted ipg will not be returned.